Event description:
The hospital reported three patient bronchial lavage (bal) samples cultured positive with the endoscope in question during 2005. The first bal sample tested positive for ochrobacter anthropi. A second bal sample was positive for ochrobacter anthrop I and staphyloccoccus aureus. A third patient's bal sample was positive for agrobacterium species and methicillin-resistant staphylococcus aureus (mrsa) before the endoscope was pulled out of service in may. To date, none of the three patients have been symptomatic or treated for infection related to the octrobacter anthropi.